Manufacturer narrative:
Occupation: inventory specialist additional reporter: noah j. Schroeder bsn, rn, ccrn supervisor, cardiac cath lab, noah.schroeder@carle.com. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the customer could not insert the intra-aortic balloon (iab) through the 8fr sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The sheath was not returned for evaluation. A kink was found on the inner lumen approximately 16.2cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The reported failure of ¿difficult. Unable to insert iab through sheath¿ was mostly triggered by an inner lumen kink found on the balloon membrane. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no. (B)(4).

Event description:
It was reported that the customer could not insert the intra-aortic balloon (iab) through the 8fr sheath.